Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient experienced pain and a revision procedure was performed on (B)(6) 2011. The acetabular cup, modular head and taper adaptor were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found it to be assembled with the modular head and no attempt to separate the components was made. The morse taper showed little evidence of wear from contact with the stem except for a serpentine pattern of light scratches. Based upon the appearance of the parts, wear rates did not appear to be excessive. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-00843 / 00845). (B)(4).